Manufacturer narrative:
Unk hospital, surgeon, state of origin. No other information available. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that: "pt had cr insert revision from a primary cr knee."